Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, it was revealed that the device was in high speed telemetry lock out. The issue was recurrent and the cause was unknown. Telemetry was restored successfully by performing device download. Patient condition was stable.